Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset. The device reached elective replacement indicator (eri) with unexpected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory indicated an electrical reset occurred on 2105-10-18.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.